Event description:
Delay of nitroglycerin therapy during alarm condition reported. There have been multiple undocumented incidences of cassette alarms, some of which have caused delay of pt therapy. In one incident, the pt was to receive a nitroglycerin drip for complaint of chest pain. The tubing was set up and placed in the pump, which then gave a cassette alarm; the tubing was changed, but the pump alarmed again. After a third tubing change, the pump started the infusion with no further alarms. The pt was given nitroglycerin sublingually until the drip could be started, so no pt harm occurred.